Event description:
During lap chole procedure, surgeon attempted to use the device when the device clip applier misfired. Device removed from the field and replaced with identical device. No patient harm.